Event description:
During the procedure, the non-boston scientific needle was stuck in the distal part of the sheath and punctured the dilator. After applying pressure, the needle did not go through the intended hole and punctured the distal part of the dilator creating a hole. The sheath was replaced, and the procedure was completed with no patient complications. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported material puncture could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.